Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited over sensing. The patient would be scheduled for a sensitivity change.